Event description:
It was reported that balloon rupture occurred. The target lesion was located in left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.